Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had trace pointers are invalid and software error detected alarm. Customer reported they were not able to clear the alarm. Insulin pump was overheated and battery last only 2 days. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
Customer complained about the unit having a pump error 68, pump error 53, pump overheating, and battery lasting only 2 days on event date of july 6, 2022. The pump passed the displacement test and self-test. Pump failed the sleep current test and active current test due to moisture on the electronic assembly. Successfully downloaded history files and traces using thus. No pump error 68 alarms during testing. Pump error 68 was present in the history download on event date of july 6, 2022 21:35:41.000. No pump error 53 alarms during testing. Pump error 53 was present in the history download on event date of july 6, 2022 21:35:15.000. Esf# (B)(4) , (B)(6). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, and force sensor. The following were noted during visual inspection: scratched case, minor stained serial number label damage, and pillowing keypad overlay. Pump error 53 was confirmed due to software anomaly. Pump error 68 is not confirmed. Device overheating and unexpected battery power loss is confirmed due to high sleep and active current measurement from moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.